Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer fell on their pump and the touch screen became cracked; consequently, customer is unable to interact with the pump touchscreeen to deliver a bolus. Customer¿s blood glucose level was 291 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.